Manufacturer narrative:
The complaint allegation was confirmed based on the customer's attached picture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Based on the information provided, the most likely cause of the reported failure is a user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.

Event description:
On 11/14/2023, it was reported by a sales representative via email that an ar-1998 cannulated screwdriver shaft twisted while removing a titanium interference screw. This was discovered during a revision acl procedure on (B)(6) 2023. The screw was finally removed with a product from another manufacturer. No further information has been provided. Additional information received on 11/15/2023: the sales representative does not know when the original procedure occurred but was told it was performed over thirteen years ago. The original procedure was performed by a different surgeon at a different facility. The part number for the screw is also unknown, the sales representative believes it could have been an ar-1370h-25 soft screw, 7x 25 mm, or an ar-1380h-25 soft screw, 8 x 25 mm. The revision surgeon was performed because the patient tore the acl. During the revision surgery, only the femoral screw was removed, as the tibial screw was not in the way to perform the revision surgery. The surgeon used (2) ar-4020c-08 fastthread biocomposite interference screw 8 x 20 mm during the revision surgery. One in the femur and the other in the tibia. The revision surgery was only delayed a few minutes as the surgeon needed to remove the screw. The case was completed successfully, and the patient suffered no negative effect on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.